Event description:
A pantera pro coronary dilatation catheter was chosen for treatment of a severely calcified lesion (80 percent stenosis degree) in the mildly tortuous distal lad. The device could not pass the lesion and was deformed.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the device tip is severely deformed (i.e. Elongated and constricted) near the tip weld. The balloon is well folded and shows no signs of inflation. The transportation wire and the protector is undamaged and shows no irregularities. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Every instrument is shipped with a 0.015 inch transportation wire that covers the full guidewire lumen. No difficulties in removing the transportation wire have been reported. The instrument was in accordance with the specifications at the time of delivery. Based on the conducted investigations, no manufacturing or material related root cause could be determined.